Event description:
There was an allegation of questionable high calcium gen 2 (ca2) result from the cobas pro c 503 analytical unit. The customer could not provide specific patient data but stated the results are 1.0 - 1.5 mg/dl different between the two cobas pro c 503 analytical unit at the customer site. The low repeat results from cobas pro c 503 analytical unit 22k8-01 were believed correct and corrected reports were issued.

Manufacturer narrative:
The reagent lot number was 59518701 with an expiration date of 31-jul-2024. The field service engineer found there was insufficient washing of the sample probe and reagent probe carryover. He cleaned the exterior of the sample probe and removed a large crusty buildup. He flushed the sample probe and soaked the sample and reagent probes. He performed air purges, checked the inlet water pressure and gear pump pressure, adjusted the rinse mechanism dispense levels, adjusted the sample probe rinse station, adjusted the external rinse levels for all probes, and performed adjustments for all probes. He adjusted the cell detergent consumption levels, added reagent probe special washes, performed hardware checks, and performed precision testing which was acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.